Event description:
It was reported that during a procedure for treatment, while deploying the stent, it broke. Therefore, it was impossible to introduce it insdie the pt. It was reported that no additional surgical intervention was required and there were no pt injuries or complications.